Event description:
It was reported that during a follow up in clinic, loss of capture and noise resulting in oversensing and pacing inhibition was noted on the right ventricle (rv) lead. The patient experienced dizziness, however, it is unknown if the dizziness was related to the loss of pacing or unrelated. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.